Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported having a bacteria growth called serratia marcescens. During follow up, the patient mentioned that the serratia marcescens grew out of their affluent that was in their f1. The bathtub was never cultured, and the patient had seen mold on the bathtub drain and believed it came from there. The patient was never hospitalized and was given antibiotics and recovered. Upon follow up with the peritoneal dialysis registered nurse (pdrn), the pdrn confirmed the patient was diagnosed with peritonitis on (B)(6) 2022 (cell count unavailable). The patient¿s peritonitis was treated as an outpatient with intraperitoneal (ip) fortaz 1000 mg daily x 21 days with good effect. The pdrn confirmed the patient initially presented at the outpatient clinic with abdominal pain and cloudy peritoneal effluent fluid, both of which have subsided. The pdrn stated the patient¿s last dose of fortaz was completed on (B)(6) 2022, and the patient has fully recovered from the events. The pdrn confirmed causality was attributed to the patient¿s lack of proper hand hygiene, combined with the patient¿s reuse of a ¿single use¿ drain line. The pdrn stated the patient continues to utilize the same liberty select cycler, and confirmed the serious adverse events were unrelated to a fresenius device(s), drug(s) and/or product(s). Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.